Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about an incident involving citadel plus bed. Following information reported a caregiver broke some bones from her foot while using bed's pedal

Manufacturer narrative:
This report is being filed under exemption e2012070 (B)(4). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. On 2017-dec-14 arjohuntleigh was notified about the complaint involving citadel plus bed. The reported malfunction took place in (B)(6). Following the information reported the caregiver broke some bones from her foot while using brake pedal located at the head end of the arjohuntleigh bed. After the event occurrence, the bed was inspected by an arjohuntleigh technician in regards to the alleged incident. The evaluation revealed that there was no technical deficiency found within the device that would have adversely affected this incident. All bed functions were tested and all operated as intended. Based on the above the manufacturing error can be ruled out to be the cause of the incident occurrence. Unfortunately despite our best efforts we did not receive information regarding the kind of footwear the nurse was wearing at the time the injury occurred. Moreover it remind unknown in which position the nurse had her foot when she was operating the brake pedal and if the incident took place during pedal's application or its deactivation. No information was provided regarding any caregiver's pre-existing injuies.. It needs to be emphasized that all manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. In accordance to standard iec 60601-2-52:2009 + amd1:2015 annex bb.3.4.3. "The static force to operate pedals shall/should be no more than 300n when loads are fixed to the mattress support platform, with their center of gravity in the middle of the section". To confirm that manufactured citadel plus beds are compliance with this standard the internal test was performed in coopertaion with arjohuntleigh technical department on two currently manufactured beds. The test result is positive. It confirmed that force needed to apply and release both brake pedal with brake bar and brake pedal without brake bar is less than 300n. To ensure the safety of our products the instruction for use provided together with the involved device (831.374 rev. B dated dec 2015) includes the following information and warnings: -"operate the brake pedals with your feet while wearing suitable shoes. Do not operate the pedals with hands" - yearly: "check the operation of the casters, paying special attention to braking and steering function" upon the conducted investigation and device inspection done by the arjohuntleigh representative, we were not able to establish the exact root cause and sequence of the events which have led to the issue occurrence. However, it should be underlined that it could have been caused by several factors (e.g. Incorrect use of the product, caregiver's health condition) however due to the very limited information provided none of them can be confirmed with absolute certainty. Additionally it needs to be emphasized that this is the first incident concerning break of bones while using citadel plus brake pedal, therefore we see this complaint to be an isolated issue. The complaint was decided to be reportable due to the injury sustained while using citadel plus bed. As the circumstances of the injury remained unknown we did not establish if the patient was present on the bed while the incident occurred. Upon the conducted investigation and bed's inspection done by the arjohuntleigh representative, we were unable to determine the exact cause of the issue occurrence. At the time the incident occurred, the citadel plus bed meet its manufacturer's specification (no defects were found within the bed).